Manufacturer narrative:
Product analysis: visual and microscopic examination of the returned implant did not identify crack, fracture, breakage or deformation. Functional evaluation of the returned implant with a sample connector set screw (pn# (B)(4)) found the set screw able to be fully engaged and removed from the implant without issue. After visual, microscopic and functional evaluation, the implant appear to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7752529, UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis of cervical metastasis. For which patient underwent, c2-6 posterior fusion. On (B)(6) 2017, patient underwent posterior decompression fusion revision surgery due to paralysis at levels c2-th1. Pedicle screws and decompression procedure were added to c7/th1 after fusion at c2-6. Intra-op, the hex part of the set screw broke. The broken part of the set screw on lower part is remaining in the patient. There was a delay of less than 60 minutes as a result of this event. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.